Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp3120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional ¿an oncology patient with burkitt tumor x-ray, PICC 5 fr bilumen catheter carrier in the right upper limb, inserted on (B)(6) 2022. Yesterday they consulted the program because it presents liquid filtration at the time of irrigation. The patient is seen in the room, irrigated with prefilled syringes of 10 ml saline solution, fluid exit is observed in the purple port, in extension that comes out of the catheter body, confirming rupture. By management request, assistance is given to assess the device in a timely manner. The device is removed immediately, rupture is visualized. A midline catheter is inserted for timely administration of patients¿ treatment.¿

Event description:
It was reported by healthcare professional ¿an oncology patient with burkitt tumor x-ray, PICC 5 fr bilumen catheter carrier in the right upper limb, inserted on (B)(6) 2022. Yesterday they consulted the program because it presents liquid filtration at the time of irrigation. The patient is seen in the room, irrigated with prefilled syringes of 10 ml saline solution, fluid exit is observed in the purple port, in extension that comes out of the catheter body, confirming rupture. By management request, assistance is given to assess the device in a timely manner. The device is removed immediately, rupture is visualized. A midline catheter is inserted for timely administration of patients¿ treatment.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 5 fr dual lumen powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and multiple small splits were observed in the extension leg tubing of the purple lumen about 1 cm proximal to the molded joint. Microscopic examination of the splits confirmed they were typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the ground-sharpened edge typically found on a scalpel-type instrument. Distinctly formed fracture edges. Planar shape to the fracture surfaces. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.